Event description:
Reporter indicated that they were having difficulties interrogation a patient generator, troubleshooting was performed which temporarily resolved the issue. Later the issue started again and was unable to be resolved. The physician continued to receive an error message that is indicative of an communication error between the handheld computer and the programming wand. The products have been returned for analysis, but analysis is not yet completed.